Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has issues getting pressure trigger. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse tested all trigger sources with both a trainer and a patient simulator and had no issues with any trigger sources. The fse completed a full preventive maintenance (pm), calibration, safety, and functionality checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.